Event description:
Customer called lfs on 06/2002 alleging that the meter would not power on. And reported feeling dizzy, weak and felt like fainting. Customer tested the blood glucose at their neighbor's meter and obtained a "60 mg/dl" and was advised to go to the ER by their physician. Customer reported drinking some coke before going to the ER. Customer did not report any results from the ER, however customer was treated. Customer could not recall the treatment. The ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly). No adverse event or serious injury occurred. Issue was not resolved. Ccr replaced customer meter. No further information was provided.